Event description:
It was reported that the pump was experiencing a "system error 3 (2) alarm". The clinician also indicated that the pump was making a squealing noise. The pump was exchanged off the patient. There were no reported patient complications.